Event description:
It was reported that while responding to a code, the crew attached the device's 3-lead pt cable using monitoring electrodes in lead ii, and in the manual mode. As the staff attempted to change the displayed lead by pressing the lead select switch, the display froze and it appeared to overwrite the displayed rhythm. The crew then changed to another monitor with no adverse affect to the pt. The pt was then successfully transferred to imc.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was a temperature sensitive ic chip, designator u8.